Manufacturer narrative:
Parts from a 7207340 were received for evaluation. There was a relationship found between the returned parts and the reported incident. A visual inspection observed that only the mounting block and the bottom half of the shoulder holder were returned. The abduction/adduction lock was missing from the mounting block. A functional evaluation could not be performed due to the missing abduction/adduction lock. The complaint was verified. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include the application of excessive force while unlocking the abduction/adduction lock. The instructions for use cautions: to prevent any inadvertent up-and-down motion, the shoulder holder must be latched by retightening the abduction/adduction lock after each adjustment.

Event description:
It was reported that before the case the abduction locking knob was missing however the case continued and once patient's limb was suspended with balance weight the absence of the locking handle allowed the traction to fail. The doctor continued the case using scissors and tape and handle to keep from turning, so procedure was completed with the same device. No patient injury was reported.

Event description:
It was reported that before the case the abduction locking knob was missing however the case continued and once patient's limb was suspended with balance weight the absence of the locking handle allowed the traction to fail. The doctor continued the case using scissors and tape and handle to keep from turning. No back up device was available. No patient injury was reported.